Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2019. The patient's nurse reported that the patient's cgm alarmed for a high and the patient assumed her bg value was over 400 mg/dl. The patient treated herself with insulin without taking a fingerstick reading and her bg went severely low. She drank juice and ate bread to increase her glucose. No third-party medical intervention was required. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session.